Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that failure of sutures occurred. Was the suture involved an ethicon product? No information. If yes, was a complaint against the suture reported? N/a. If no, please open a related file to report this complaint using same customer reference number. N/a. How many times was the reservoir emptied out before the lock failed to function? No information.

Event description:
It was reported that the patient underwent a lap rectectomy procedure on unknown date and the reservoir was connected to a drain. The lock of the reservoir did not work at all when reactivating the system after emptying exudate. Another like reservoir was used to complete a case. There were no adverse patient consequences reported.